Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Product was not returned for evaluation/repair. Photo sample provided shows the siterite 5 appearing to be powered off. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Event description:
It was reported the client mentions that the equipment has a very poor image, and blurred image making it difficult for the team to see when passing the PICC catheter to the patient. No other information was provided.